Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: concomitant medical products: product ID: 3093-28, lot# v846375, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
It was reported the physician "did not know how to set the device" and the device was causing the patient to have a nervous breakdown. A week later the patient reports she had botox put into their bladder about three weeks prior to report and it "didn't work" and the patient was still urinating. It was then stated the implantable neurostimulator (ins) was working perfectly. Additional information received almost three years later reports the therapy had not help patient at all since (B)(6) 2009. Event date for patient states the neurostimulator therapy had never worked for her or provided relief since she got implanted (B)(6) 2009. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.